Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient experienced an air bubble anomaly. The patient's blood glucose at the time of incident was 236 mg/dl. The insulin was not stored at room temperature. The reservoir was not returned for analysis.